Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant, the patient experienced cardiac atrial perforation, pericardial effusion and a hemothorax. It was also reported that the right atrial (ra) lead perforated the atrium, requiring chest tube insertion and hospitalization. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.